Manufacturer narrative:
Medical assessment of the event states that hcg+beta is a hormone produced by the placenta during pregnancy and it usually becomes positive around 4 weeks after the last menstrual period. The beta hcg level usually doubles approximately every 2 days. The fetus is usually visible on a trans-vaginal ultrasound scan when the level is above 1500 units; when the level is above 4000 units, the fetus is also usually visible on a transabdominal ultrasound scan. On (B)(6) 2021 after hcg+beta <0,100 miu/ml (1st sample) = negative, and ultrasound negative, the patient was prescribed several medications. There was no comparison hcg + beta run the same day as far as known. Some of the medications allegedly taken by the patient are contra-indicated in the case of pregnancy. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter received a questionable low result which allegedly did not meet the ultimate clinical picture for 1 patient tested for elecsys hcg + b (hcg + b) on a cobas 6000 e 601 module. The initial result from the customer¿s e601 module was <0.100 miu/ml. This result was reported outside of the laboratory. The physician determined the patient was not pregnant by an ultra-sound guided physical examination. Following the ultrasound the patient was prescribed the following medications: tarlusal, tribudat, monoraol, sase, reflor, panto tablet and rennie. The reason and associated clinical signs and symptoms for prescribing medications were provided as "menstrual delay" and "hcg (-) negative." On (B)(6) 2021 a new sample from the patient was tested at a different laboratory using an e601 module and the hcg + b result was >10000 miu/ml. On (B)(6) 2021 a new sample from the patient was tested on the customer¿s e601 module with an hcg + b result of 33877 miu/ml. The 3 samples are no longer available to perform repeat testing. The patient stated it was not possible that she had gotten pregnant after the initial result on (B)(6) 2021. The e601 module serial number was (B)(4).

Manufacturer narrative:
Section b7 was updated. Calibration was acceptable, however, the signals were at the very low end of expectations. Qc was acceptable. No issues were identified with the customer's pre-analytical handling procedures. Instrument performance test data was provided from (B)(6) 2021; this is approximately 2.5 months after the event. The test data was within specification. During a review of the alarm trace, no relevant alarms were observed from the time of the event. A general reagent issue can be excluded based on the quality validation data provided. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.